Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed off no power and would not turn on anymore. The device would turn off despite the use of new batteries. No further details were provided. The insulin pump will be returned and replaced.

Manufacturer narrative:
The pump had a blank display due to a corroded battery cap contact. However, the pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No unexpected off no power alarms were noted. The pump had a cracked case at the display window corner.